Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the physician reported that of the patients previously reported with uveitis, all have achieved good refractive outcomes and no patients that have been released from treatment have a loss of best-corrected visual acuity (bcva).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported multiple patents with mild uveitis followed by severe pigment dispersion glaucoma. The patients coming in after two weeks are severe, and patients coming in three weeks post operatively are mild. The doctor noted the laser color is almost transparent. Patient (B)(6) noted pain and redness at the two week post-operative visit. Topical steroids were increased and a steroid ointment was prescribed. Patient received a steroid injection, intravenous steroid and anterior chamber wash in the left eye on follow up visits. The patient was prescribed brinzolamide/ timolol drops and a diuretic pill for the increased intraocular pressure. There are multiple related reports for this reported event. This report addresses patient initials (B)(6), left eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
The previous report submitted for this event contained an error in h1: ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h1 on a select number of reports. The error, which was limited only to the h1 field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The energy was stable during the whole day. The review of the complete day shows no abnormalities or deviations. No technical root cause could be identified. Cas (clinical application specialist) stated there is no known correlation between the device itself and uveitis or glaucoma, but there might be a relation between instrumentation or medication. Anterior uveitis is not related to the device. Reported event is most probably related to the environmental conditions in the clinic or the to the process they apply pre- and postop surgery. The manufacturer internal reference number is:(B)(4).